Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the device was having issues cutting during the procedure. The device was returned with the clear insulation missing. Additional questions regarding the clear insulation have been asked to the site.